Event description:
A pt, with history of vsd, pda and asd, referred to the facility for elective percutaneous asd occluder device -2/6-. Uneventful procedure, and was preparing to go home when he began complaining of sudden, intense chest pain. An echocardiogram just 1 hr to discharge, showed good device placement and no pericardial effusion. A stat repeat echocardiogram showed a rapidly accumulating pericardial effusion with some early signs of tamponade. There was no evidence of device embolization, but some suggestion of erosion through the myocardium. He was transferred to the cicu, where he was intubated, sedated, and invasive lines were placed for monitoring. Subsequent repeat echoes showed a gradually increasing effusion. Inotropic support -dopamine- was started, in addition to multiple fluid boluses to maintain adequate blood pressure. Urgent CT surgical consultation was obtained, and it was agreed that exploratory median sternotomy with repair of possible myocardial perforation was warranted. Pt underwent pericardial patch closure of asd, removal of asd device, and repair of right atrium and aorta. Tolerated or as well as could be expected, and returned to cicu in stable condition. Dates of use: 2009. Diagnosis or reason for use: asd closure.